Event description:
The following has been reported: biomed reported: "sensor error reading cassette" patient harm: unknown a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Log files indicate the primary outlet flag is not closing. Investigation found excessive sticky debris on fva output pin. Removed fva assembly and cleaned all fva pins and channels. The device started up with no alarms and fva pins moved freely. Fva lip seals and loading pin lip seals (upper/lower) will be removed and replaced during repair process. No other damage found.